Event description:
It was initially reported that the patient's output current had been changed to 0ma on both the normal mode and magnet mode settings. The site indicated that they believe that the patient left at the correct settings. The patient had also reported an increase in seizures at the time that is thought to be above her pre-vns baseline levels. The patient's settings have been corrected, but no further information has been provided at this time. The cause of the change in settings is unclear at this time.